Event description:
The customer stated when he opened a new carton of test strips, the bottle cap was open, and the strips were scattered in the carton. He performed a control test and received a result of 188 mg/dl. The normal control range is 97-134 mg/dl. The customer did not allege any adverse events. The test strips were returned for evaluation, and replacement strips were sent.

Manufacturer narrative:
The qa lab found the strips to read an average of 41 mg/dl high, out of specification. Results were satisfactory using iqa retention reagent. This complaint was not made a potential until qa evaluated the returned reagent, so it will be submitted past the 30 day window.